Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic splenectomy procedure, while removing a cyst from the spleen, the white pad fell off the passive harmonic blade resulting in an error message. The white tissue pad fell off during the operation and was retrieved thru the port and discarded with some tissue sticking to it. Unk how case was completed. There were no adverse consequences for the pt.